Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified. (Expiry date: 07/2021).

Event description:
It was reported that during treatment, the stent allegedly failed to deploy. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. This is the first complaint reported for this lot. Investigation summary: based on the investigation of the returned catheter sample a detachment of the proximal luer was confirmed. The system was returned in used condition without conversion tab and the proximal luer was found detached from the grip which made a successful deployment using the trigger impossible; during evaluation the stent could be successfully deployed using pin and pull technique. Removal difficulty was considered a consequence of partial stent deployment. An indication for a process related issue could not be found. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: based on the lot number reported the instructions for use (IFU) were supplied with the product. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU state: 'visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.', and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.' In regards to guidewire size the IFU state: 'the bard e-luminexx vascular stent is only compatible with a 0.035¿ (0.89 mm) guidewire.' The catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified in d2 and g5. H10: (expiry date: 07/2021), h6(device code: 2907 - detachment). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment, the stent allegedly failed to deploy. It was further reported that another device was used to complete the procedure. There was no reported patient injury.